Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by a consumer that a bd saf-t-intima¿ IV catheter safety system was found incorrectly packaged. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: two unused units were received for evaluation. Both units received correspond to saf t intima 24 ga catalog 383312. These units were found in the package for catalog 383313. DHR for lot number 6060982 was reviewed and no qn or other events were related to the complaint stated by the customer. Investigation conclusion: the reported defect was confirmed in samples received. We confirm the defect to manufacturing process; because, 2 reported units correspond to previous work order and this material could mixed in the cured area.